Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading was 450 to 500 mg/dl. Customer had stomach ache and dehydration. Customer was unable to bring the glucose level down. Customer had high ketones. Hospital treated with IV drip and insulin. Customer had a second event. The blood glucose reading was 400 mg/dl. Customer was vomiting and body pain. Diagnosed diabetes ketoacidosis. Hospital treated with IV drip, fluids, morphine and chest x-rays. Customer was admitted to ICU. The current blood glucose reading is 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.